Manufacturer narrative:
It was reported that a spectrum pump experienced a depleted battery and latch switch error during testing in the biomedical services department. There was no patient involvement. No additional information is available. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the reported 'depleted battery' which could not be evidenced through the event history log (ehl) review, and it was not duplicated during evaluation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported latch switch error which was not reproduced during evaluation. The reported problem of 'latch switch error' was not recorded in the event history, but log (ehl) review shows 'system error 322' messages thus a ¿link switch error ¿was investigated. The system error 322 alarms was found to be caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a depleted battery. The reported problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.